Event description:
The customer stated that the device charging light comes up green with a low battery inserted whereas the light should be orange. There is no pt info provided.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.